Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fist fired the device to ligate the vessel in a right laparoscopic hemicorectomy, the device fired but the clips were malformed. They used a new device to complete the case. There was no patient injury.